Manufacturer narrative:
Device analysis: visual analysis of the returned device noted no defect was observed to syringe.

Event description:
Health professional reported that one syringe of juvéderm® ultra xc had a needle disengagement and the filler "got on the patient." No injury to patient, staff, or injector.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: ¿ juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿ inject juvéderm® ultra xc by applying even pressure on the plunger rod while slowly pulling the needle backwards. It is important that the injection be stopped just before the needle is pulled out of the skin to prevent material from leaking out or ending up too superficially in the skin. ¿ if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Health professional reported that one syringe of juvéderm® ultra xc had a needle disengagement and the filler "got on the patient." No injury to patient, staff, or injector.